Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was evidence of an infection on the non-abbott atrial lead. The pocket was reopened, cleaned, and remodeled. The original device was re-implanted and the patient was stable following the pocket revision.